Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, during the impaction it was reported the piece of the journey dcf ap fem cut blk 8 that is used for sliding the slap hammer on broke off inside the patient. However, it has not been reported whether the broken piece was retrieved from inside of the patient. No clinically relevant supporting documentation was provided for review. Therefore, based on the limited information provided, the root cause of the breakage could not be determined. The journey dcf ap fem cut blk 8 was manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. If the broken piece was retained, the patient impact beyond possibility of micro-motion and/or migration, and local irritation/discomfort cannot be determined. According to the report, the procedure was completed with the same device without a delay or patient harm. Therefore, no further medical assessment can be rendered at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during surgery, at the moment of impaction journey dcf ap fem cut blk 8 the piece that is for sliding the slap hammer on broke off. Device inside the patient. The procedure was able to be completed with the same device. Surgery was not delayed. Patient was not harmed.